Event description:
It is reported that the tm cup size 64 was implanted with screws and 32mm liner and the pt was dislocating. While repositioning the liner and screws, one screw went through the shell. The surgeon removed all comments, reamed up one size, and implanted a larger shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.